Manufacturer narrative:
The unit is being returned for evaluation. Once this evaluation is complete a follow-up report will be submitted.

Event description:
The company was informed on april 19, 2017 of an adverse event that occurred in (B)(6) on (B)(6) 2017. The patient was travelling in a vehicle using a focus portable oxygen concentrator when suddenly smoke started to fill the cabin. The cord was immediately disconnected from the lighter socket. There were no injuries. It is unknown if there was any damage to the car.

Manufacturer narrative:
The unit was returned and evaluated. All testing conducted on the unit indicates that the unit functions normally and that it meets operational specifications. The unit and its subassemblies do not exhibit excessive wear or show signs of fire damage. The dc car power supply is the only accessory to exhibit any damage consistent with a fire and thus it is the most probable point of origin of the smoke. The power supply in question was received in an inoperable condition and its functionality prior to the incident was not described. It is unclear whether the power supply is defective or if the event was caused by other unknown factors.